Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the suspected cause of the low bgs were due to possible over bolus (miscalculation) for food or from baseball practice. The contact assisted the customer in consuming juice to treat the low bgs. Recommendation was made to discuss diabetes management with health care provider.